Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead had been surgically capped eleven years ago due to reports of high out of range pacing impedances greater than 2000 ohms and high capture thresholds. The abandoned lead was recently explanted during a procedure to revise the existing ra lead and device. No additional adverse patient effects were reported.